Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The seal of the device became dislodged. Seal was retrieved. Another device was used to complete the case. There were no consequences to the pt.